Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient recently had surgery in the bladder neck and an electrocautery tool was used without any precautions (the implantable neurostimulator (ins) was on). The symptoms reappeared and it was not possible to get any communication between the patient or clinician programmer and the ins. It was suspected that the electrocautery treatment damaged the ins. Additional information has been requested but was not available as of the date of this report.